Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. The patient noticed the adhesive peeling off from the infusion site (abdomen). When removed from the site, the pod's cannula was found bent. As treatment, the patient either placed a new pod or gave a manual injection using an insulin pen, but wasn't sure which for this event.